Event description:
The patient reported their battery had gone bad. The patient clarified that the implantable neurostimulator (ins) was no longer charging and was working with their healthcare professional to have the ins removed. The patient saw a screen that told them to call technical service on the recharger but did not remember what picture it was. The patient did not have the external devices with them. The patient last felt stimulation and was able to recharge successfully 6 months ago. The ins was indicated for lumbar radiculopathy.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.